Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. Additional suspect medical device components involved in the event: model:db-2201-45dc; serial/lot: (B)(4); description: lead kit 45cm. Model: db-1110c; serial/lot: (B)(4); description: vercise ipg. Model: nm-3138-55: serial/lot: (B)(4); description: 55cm 8 contact extension. Device has not been returned.

Event description:
It was reported that the patient underwent an explant procedure of the entire system due to an infection in the thalamus. The patient was in the hospital for approximately twenty days with spinal meningitis.